Event description:
It was reported the single use biopsy valve broke when it was passed through. The issue occurred during an unidentified, diagnostic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) medical center. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide to correct the FDA product code to eoq.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by overload applied to the surrounding area. The events can be detected/prevented in accordance with the following instructions for use: section 9.4 and 9.5. Olympus will continue to monitor field performance for this device.